Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred occasionally between 12/25/2025 and 12/27/2025. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. Data log analysis was performed and passed. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred occasionally between 12/25/2025 and 12/27/2025. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.